Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a maverick 2 balloon catheter. There was contrast and blood in the inflation lumen. The hypotube was completely separated 81cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. Microscopic examination presented no irregularities with the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The totally occluded target lesion was located in the mid left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced to the lesion and inflated, however, the balloon did not open the lesion as much as the physician expected. Upon removal, the shaft fractured outside patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.